Event description:
Customer received a result of 570 mg/dl on the mobile system and a result of 142 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491735, expiration date 09/30/2014).